Event description:
It was reported that during a generator change procedure, the lead insulation was determined to be fractured. Failure to capture and low impedance were noted as a result. The lead was capped and replaced without adverse patient consequences.